Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified message occurred indicating to insert a cartridge. Reportedly, this occurred with multiple cartridges. Additionally, it was reported that at minimum fill message occurred. There was no impact to the customer's blood glucose level. Reportedly, new supplies would be loaded. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.